Event description:
It was reported that the patient was not able to adjust the stimulation with or without the antenna attached. It was noted that the patient's implantable neurostimulator (ins) turned off during the night. It was further noted that communication between the ins and patient programmer could not be established. The patient outcome was not reported. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information: there was no issue with the stimulation or implantable neurostimulator (ins). Patient needed re-education on how to use the device.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37744, lot# serial# (B)(4), product type programmer, (B)(4).